Event description:
A malfunction alarm was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared.